Event description:
It was reported that the customer was hospitalized with high blood glucose levels and ketones. The reported blood glucose reading was 1000 mg/dl. It was stated that the customer began feeling sick and having high blood glucose levels the day before the event. It was stated that the customer's wife wanted to call the paramedics, but he did not let her. During the night, the customer continued feeling sick, and in the morning the paramedics were called. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.